Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7 am. The patient obtained glucose results of "300 and 428 mg/dl" on the subject meter and "250 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of one of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue she administered her usual dose of medication (15u). The patient denied developing any symptoms due to the alleged issue. While at a doctor's office visit, on the "morning" of (B)(6) 2011, her blood glucose was reportedly tested and a result in the "200s mg/dl" was obtained and which was treated with 10u of novolog by her doctor. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. Based on the information provided, although the patient received treatment from her health care professional, there is no indication that the reported issue caused or contributed to a serious injury. The patient denied developing any symptoms suggestive of severe hypoglycemia or hyperglycemia, and the treatment received correlated with the results previously obtained from the subject meter. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.